Event description:
Stent balloon dislodged from stent delivery systems after stent deployed, resulting in emergency cardiac surgery to remove the balloon and residual delivery system from the left main carrying into the circumflex vessel. Following the post intravascular ultrasound- guided pco of the ostial left main through the proximal circumflex vessel with synergy drug eluting stent placement x1 which was complicated by the stent balloon delivery system separating from the rest of the delivery catheter.